Event description:
Rptr stated no feeding was passing through due to the viscosity of the feeding solution. Pump did not alarm. Pump showed a volume of feed as being delivered, when no feeding had passed through. Pt was to use the device only during the day when it could be closely monitored. One pt involved. Event date given above is approx. This is the first of three reports from the same rptr for the same type of event.